Event description:
Customer reports that facility has been using this product with few or no difficulties for seven yrs. Their average number of pts using the tubes runs about twenty-five. They change the tubes every 90 days from insertion. During the week of 4/7/97, two pts' balloons would not deflate. This also occurred for two pts the week of 4/14. All incidences are said to have been with product of the same lot number. In each incident, the dr pulled on the device until he could visualize the balloon, then punctured it with scissors to allow deflation and removal. The units were each then replaced. This replacement was part of normal pt care procedure. The md felt this having to pull on the tubes caused unnecessary discomfort to the pt but did not require any further medical intervention. Two of the pts experienced minor bleeding which was easily stopped.